Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available, omnipod software app version: not available, operating system: not available, hardware: not available, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported there was an issue with blockage that occurred with an alert to remove the pod. The patient¿s mother removed the pod and then noticed the pod site on their arm was leaking white fluid, was swollen, irritated, and hot which led to an emergency room (ER) visit. The date of the event was unknown. The patient was diagnosed with an abscess. The mother stated the patient¿s aunt is an ER nurse who treated the site by removing the fluid, then applying a gauze that was soaked in an antibacterial solution. The patient was then prescribed amoxicillin.